Event description:
The rep reported that during the case, a nick (breach) was detected in the lead coil insulation material that was attributed to over-tightening of the lead depth stop-screw from the fhc product during prior stage one placement. The lead damage was described as a breach in the polyurethane insulation material. The hcp attempted to repair the damaged lead with medical adhesive rather than replace it. Programming of the dbs system was reportedly delayed for 24 hours to allow the medical adhesive to cure; the lead will be replaced if the repair fails, subsequent device interrogation showed normal impedances; no electrical shorts were detected. Additional information has been requested from the physician. A follow-up report will be sent if additional information is received.